Event description:
It was reported that the user believed the ilet was not learning their meal announcements and disclosed announcing meals as a corrective action to bring blood glucose back into range, which the agent explained can disrupt algorithm performance. Education and troubleshooting were provided, and the user was referred to clinical for potential further review. Symptoms included hyperglycemia peaking at 306 mg/dl. Outcomes included the need for user education and referral for possible further assessment. Investigation included review of available device data and user coaching on appropriate meal announcement use. Investigation of this case revealed user technique as the contributing factor, specifically using meal announcements as a correction, which can adversely affect automated insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error.